Event description:
Boston scientific received information that after the recent implant of this left ventricular (lv) lead, it was noted that the lead had dislodged. Surgical intervention was performed to explant and replace the lead with an epicardial lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted dried blood and body fluid in the lumen of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement and electronically the lead met specification.